Manufacturer narrative:
The event occurred on an unspecified date from (B)(6) to (B)(6) 2018. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an abdominal infection. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with intraperitoneal vancomycin (no further details) for the event. Dianeal therapy was ongoing. The patient was recovered from the event. No additional information was available as the reporter declined follow-up.